Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determined if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: there is not much information. I called the nurse (responsible for gyn), and she also informed me that she had heard of a similar event that had occurred in another surgery department (date unknown, model unknown and procedure unknown). I have asked for more info on both occasions, but I have received none so far. Additional information received by applied medical rep via complaint form on 06nov25: while introducing the port was bent. Additional information received by applied medical rep via email on the 25nov25: it was not during insertion but during removal of the valve to desufflate at the end of the operation. The surgeon had broken one of the tabs, and [name redacted] said it was a handling problem, not an issue with the device. This is the reason no one from surgery dept contacted us. But since I heard of this rumor (from gyne nurse [name redacted] when she talked about the first case - the bending during insertion) that there was another potential event I just forwarded all information I had. Additional information received by applied medical rep via teams call on the 04dec25: it was confirmed by the responsible nurse for complaint (B)(4) that the problem was that there was a broken tab and not that the port was bent. The model and lot number is still unknown because the nurse cannot remember as the device was discarded. By valve in the sentence 'it was not during insertion but during removal of the valve to desufflate at the end of the operation' it was meant the seal housing. Intervention: new port. Patient status: no clinical impact to the patient. The date of the event is unknown.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: there is not much information. I called the nurse (responsible for gyn), and she also informed me that she had heard of a similar event that had occurred in another surgery department (date unknown, model unknown and procedure unknown). I have asked for more info on both occasions, but I have received none so far. Additional information received by applied medical rep via complaint form on 06nov2025: while introducing the port was bent. Additional information received by applied medical rep via email on the 25nov2025: it was not during insertion but during removal of the valve to desufflate at the end of the operation. The surgeon had broken one of the tabs, and [name redacted] said it was a handling problem, not an issue with the device. This is the reason no one from surgery dept contacted us. But since I heard of this rumor (from gyne nurse [name redacted] when she told about the first case - the bending during insertion) that there was another potential event I just forwarded all information I had. Additional information received by applied medical rep via teams call on the 04dec2025: it was confirmed by the responsible nurse for complaint: (B)(4) that the problem was that there was a broken tab and not that the port was bent. The model and lot number is still unknown because the nurse cannot remember as the device was discarded. By valve in the sentence 'it was not during insertion but during removal of the valve to desufflate at the end of the operation' it was meant the seal housing. Intervention: new port patient status: no clinical impact to the patient. The date of the event is unknown.